Event description:
A healthcare professional reported right side "during the operation, damage to the implant of the right breast was revealed, which was not diagnosed in advance." The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported right side "during the operation, damage to the implant of the right breast was revealed, which was not diagnosed in advance." The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified observed two devices both has broken and red particles in the surface of the shell. Devices not labeled by explanted side.